Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient died on (B)(6) 2016 due to stage IV lung cancer. The site reported the patient's death was not related to the superdimension device or the enb procedure.